Event description:
.

Event description:
It was reported that the right ventricle lead was removed because of positioning/fixation difficulties at implant attempt. The lead was repositioned due to poor r-waves and the helix would not deploy. The right ventricular lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however the distal conductorwas distorted, defibrillation conductor was distorted, and several conductors were distorted. The lead was damaged at implant and blood was noted on helix mechanism. The analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it, and the distal conductor distorted within the connector. Blood and tissue from the helix from repositioning most likely caused the helix to not retract and the distal conductor then became distorted within the connector. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.